Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they are trying to increase their stimulation but they are getting settings not available. Caller stated they had to turn the stimulation on about a month ago for an MRI and they hurt their back on friday so they thought maybe if they adjust it on it would help their back a little bit. Caller confirmed the controller is 80% and implant 30%. Caller then switched to group b and tried to increase the stimulation and they were able to increase it in group b. Agent advised the caller to use the group b as of the moment and redirected the caller to their hcp to check the group a settings. Caller also asked for medtronic rep phone number redirected them to their hcp again for further information or for them to page one for them. Additional information was received from the patient. Patient called back and repeated previously documented information. Patient expressed frustration with lack of communication from the rep and indicated group a lead is not working. As a result, patient stated they have an appointment scheduled for may 6 to get a "new temporary machine" that is not a medtronic device. Agent advised patient to update as needed.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that their implant was replaced on monday with another manufacturer¿s device. Pt reported it was explanted to due to an issue with the lead.